Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Biosense webster manufacturer's ref. No.'s are related to the same incident.

Event description:
It was reported that after a case was over, the patient had a third degree skin burn when the patch was removed. The lab personnel advised the bwi staff that they warmed the patch in a warmer device (for gel, etc). Bwi staff suspected this may have caused the patch to expand and as it cooled, the patch may contract, causing the patch to pull away from the skin. Also warming the patches may have caused the patch to dry out and not creating a good contact with the skin. The customer was advised to stop the practice of warming the patch; an in-service was conducted as well for the hospital staff dealing with proper patch placement. Burn area was around the patch according to its size. The indifferent electrode brand used was valley lab (model #/ serial #: unk) and was a recommended size. The generator settings were within range. Medical intervention required was not provided.